Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen on the tip of a bd¿ catheter tip syringe. The device was not used and there was no report of injury or medical interventions.

Event description:
It was reported that foreign matter was seen on the tip of a bd catheter tip syringe. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that foreign matter was seen on the tip of a bd¿ catheter tip syringe. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: a sample was received for evalution. The sample was returned with original opened package and no damage to package was identified. The syringe showed no print with damage on side of barrel and flange. There were also streaks of black ink on syringe therefore failure mode was verified. Misalignment of the load fingers or chains from a jam that press the syringe into the printing pad that broke loose could cause damage to the syringe. This can then cause an issue with the syringe while going thru the chains and print pad. A device history record review was completed and 6217736 was produced on 9/8/16 with zero defects found. Investigation conclusion: misalignment of the load fingers or chains from a jam that press the syringe into the printing pad that broke loose. Causing damage , no print and ink making contact with the syringe while going thru the chains and print pad.